Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded in the pump history as alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet with the original charging supplies for at least 30 minutes, after which the pump began charging, and no further assistance was required.